Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The patient was scheduled for placement in the distal bile duct via a transendoscopic approach. When the physician stretched a pig tail part with the straightener, zebd-7-12 got kinked and he attempted to stretched another zebd-7-12 of same lot, it got also kinked. He used another manufacturer's device. Patient outcome: prior to patient contact. Patient event info-notes: for all complaints: 1 for all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact when streched the stent with straightener prior to patient contact.. 2 what was the target location for the stent? The distal bile duct. 6 was the device at the centre of the complaint inspected for damage prior to use? Yes 11 if not with the device in question, how was the procedure finished? The physician completed with another manufacturer's device. 12 did the patient require any additional procedures as a result of this event? No 15 were any other defects observed on the device prior to return (other than the reported complaint issue)? No 16 was a straightener used to straighten the stent? Yes

Event description:
Supplemental report is being submitted due to the completion of the investigation on 17-dec-2024.

Manufacturer narrative:
Device evaluation: the zebd-7-12 device of c2164481 lot number involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation: n/a. Manufacturing records review: prior to distribution zebd-7-12 are subjected to a visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zebd-7-12 of lot number: c2164481 did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there is any manufacturing issues associated with lot number: c2164481. Instructions for use and/label review: the japanese packaging insert (c-es0202m18) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. This insert states the following: ¿remove this product from the package and inspect with particular attention to bends, kinks and breaks¿. It also states in the precautions section ¿care must be exercised when straightening pigtail curls using positioning sleeve to avoid kinking or breaking stent¿. Instructions for use (ifu0045) states the following: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The user is also advised in the precautions section that, "care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent." There is no evidence to suggest that the customer did not follow the japanese packaging insert. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause could be attributed to the kink occurring while the stent was being straightened likely causing issue reported. As per complaint description "when the physician stretched a pig tail part with the straightener, zebd-7-12 got kinked." Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, kink of stent. Confirmed quantity of 02 devices, confirmed prior to patient contact. No adverse effect on the patient has been reported, it was prior to patient contact. Investigation findings conclude that a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the kink occurring while the stent was being straightened. The complaint is confirmed based on customer and/or rep testimony. Complaints of this nature will continue to be monitored for similar events.